Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.